Event description:
Per the clinic, the patient developed a soft tissue complication, exposing the receiver/stimulator. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.